Manufacturer narrative:
A prowler select plus microcatheter was returned and the coil pusher was stuck in the hub of the microcatheter. The microcatheter had no body damage. After the coil pusher was removed from the microcatheter, a .018 guidewire was inserted into the unit and became stuck in the hub area. The unit was then opened around the hub area and a coil was removed from the microcatheter. The hub was also inspected and a gap was found between the hub and the body of the catheter. This is the first report of this type rec'd for this sterile lot number. There are no pt or procedural factors contributing to the reported event. The gap between the hub and the body of the prowler select plus was found to be the cause of coil and coil pusher getting stuck in the microcatheter. Corrective and preventative actions were opened to address the hub-gap with the prowler select plus.

Event description:
During coil embolization within the cavenous carotid fistula aneurysm, the first non-cordis fibered coil and trupush coil pusher got stuck in the proximal area of the microcatheter. The microcatheter was exchanged to a new prowler plus microcatheter to complete the procedure successfully. There was no report of adverse consequence to the pt. The microcatheter had been advanced transvenously via femoral puncture to the cavenous sinus. Based on a newly defined product similarity, this complaint file was reviewed. Based on this product similarity and the findings of the analysis of the products stuck in the microcatheter, this file has been determined to be reportable.